Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site report: samples received: 1 open racepack. OEM reports no previous complaints of this code batch. There are no units in OEM stock. OEM received one open and used sample with the thread broken. Thread shows splitting near one of the needles as we can see on enclosed picture. Without any closed sample we cannot carry out an analysis in order to take a decision . Reviewed the batch manufacturing record, this product had a normal process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Complaint description: suture broken.